Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastrectomy, while being applied at the stomach, the stapler with the load unit only partially fired and the staples did not deploy. The black pusher thumb piece can be moved. The patient has no injury.